Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with severely scratched display window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the insulin pump had cracks on the battery compartment and scratches on the screen. Customer's blood glucose was 115 mg/dl. Customer reported the battery compartment damage occurred when customer was inserting a battery. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.